Manufacturer narrative:
A field service engineer (fse) was dispatched who advised customer to clean the cup sensor. Fse also advised customer to follow training process during the last service call. No further action required by the fse. The probable cause of the event was due dirty cup sensor. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2015 a customer reported error 2163 (c transfer cup not released) with their aia-900 analyzer. A field service engineer (fse) was dispatched on (B)(6) 2015 to address the reported event, which resulted in delay in reporting of patient results for lhii. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.